Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown, information not provided. If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted; therefore, it was not explanted. Reporter telephone number: (B)(6). Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed viscoelastic residue on the cartridge. The plunger and pushrod were observed in advanced position and in good condition. The cartridge tip was observed deformed and cracked. The lens returned outside the device and broken. The other part of the lens was observed stuck at the cartridge tip section. One of the haptic was observed detached. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepare for surgical process. The complaint issue reported was verified. Based on the analysis of the returned device, there is no indication of product quality deficiency. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed no additional complaint folders for this po number. The product quality deficiency could not be confirmed. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 model intraocular lens (iol) had unfolding issue, a split injector was observed when setting-up. Further follow-up revealed that there was no report of additional surgical maneuvers. Customer's brief description of the event indicated that the injector was partially inserted in the patient's eye then when the doctor was advancing the lens the injector cracked on the side leaving the lens partially delivered. The injector was immediately removed from the patient eye with the lens inside of it. The procedure was completed successfully with another available pcboo lens. There was no medical or surgical intervention required. The patient was reportedly doing very well. No further information received.